Event description:
It was reported that a user participating in the ilet experience study experienced a low blood glucose event, described as ¿low bg,¿ with no alerts or alarms noted and the cause unclear. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment or required medical intervention. Investigation included outreach to obtain additional event details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia could not be determined and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.